Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a followup report will be submitted. (B)(4).

Event description:
It was reported there was handle leakage.